Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refs1455 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "wire sheared in patient." Patient had to have wire surgically removed. Add info rcvd (B)(6) 2022 : a detailed description of the event: when wire was being pulled out of patient after microintroducer was placed, ½ the wire broke off inside the patient, the rest of the wire that came out became untwined. What type of catheter securement was utilized: catheter was not secured as the catheter could not be placed due to event was there patient harm reported?: yes, the ir department needed to surgically remove the remaining wire.

Event description:
It was reported "wire sheared in patient." Patient had to have wire surgically removed. Add info rcvd 01/21/2022 : a detailed description of the event: when wire was being pulled out of patient after microintroducer was placed, ½ the wire broke off inside the patient, the rest of the wire that came out became untwined. What type of catheter securement was utilized: catheter was not secured as the catheter could not be placed due to event. Was there patient harm reported?: yes, the ir department needed to surgically remove the remaining wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a sheared guidewire was confirmed. The product returned for evaluation was an unraveled 50cm x 0.018" guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle) biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.